Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1535, FDA patient problem code(s): 2199.

Event description:
It was reported that after use 2 samples had hemolysis with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes had slight hemolysis.

Event description:
It was reported that after use 2 samples had hemolysis with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes had slight hemolysis.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis with the incident lot was not observed. The customer provided 3 photos for the investigation. No hemolysis is visible. All tubes look to be underfilled. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defects were not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm this complaint for hemolysis. Bd was not able to identify a root cause for the indicated failure mode.